Event description:
The affiliate stated the customer reported false total thyroxine (tt4) results, for two patients, involving the unicel® dxi 800 access® immunoassay system. The customer noted one result was below the normal reference range and one value was above the normal reference range for the second patient. Subsequent testing of the patients' samples, on the same instrument, produced results within the reference range of the assay for both patients. The customer stated the false results were not released from the laboratory. There was no patient consequence associated with this event. The patients' samples were collected in 13x100 mm becton dickinson (bd) tubes with gel. The samples were a few hours old and stored in refrigeration. The customer noted quality control (qc) had passed within specifications and did not question qc performance. No sample integrity issues were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the tip of reagent pipettor #4 was bent and reagent pipettor #3 was out of alignment. The fse replaced the pipettor tip for reagent pipettor #4 and performed all necessary alignments for both affected reagent pipettors. The fse then performed all appropriate verification testing which passed within the published performance specifications including assay quality control (qc). The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the bent pipettor tip and pipettor misalignment. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2014-00119.